Manufacturer narrative:
This device was rec'd, evaluated, and retained by this MFR. The engineering eval revealed a leak in the distal transition zone located 1cm distal radiopaque marker. The shaft under the balloon was corkscrewed. This device displayed characteristics consistent with overpressurization, a corkscrewed shaft under the balloon as well as contact with a sharp external source, scratches on the balloon surface. Follow up indicated the lesion was calcified. Therefore, co believes these factors contributed to this event and does not attribute it to the device.

Event description:
It was reported a balloon burst upon inflation during an iliac angioplasty procedure of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Follow up indicated this balloon was inflated without the benefit of a pressure gauge and the lesion was calcified. The co believes the above factors contributed to this event and do not attribute it to the device. However, without evaluating the device, the co is unable to determine the exact cause for this event. The co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."